Event description:
The customer observed falsely decreased architect total psa result on one patient. The results provided were: initial=0.0 ng/ml /redrawn and repeated=0.0 ng/ml; 1:10 dilution=0.0 ng/ml /previous result in 2021=11.26 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data history of architect total psa reagent, lot number 31297fn01. Return testing was not completed as returns were not available. Performance of reagent lot 31297fn01 was evaluated using worldwide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 31297fn00 (of which 31297fn01 is a sublot) is within the established control limits, therefore, no unusual reagent lot performance was identified. Lot and trending review did not identify an increase in complaint activity for 31297fn01 for the issue and no related trend for the issue for the product. Device history record review of lot 31297fn01 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue. The reason for the difference in result values observed by the customer for this patient sample is unclear, however it is possible that sample or reagent integrity issues or an instrumentation issue at time of testing may have contributed, therefore, an issue with sample integrity/handling could not be ruled out. Details regarding reagent and specimen handling and precautions are documented within the product package insert. Per product labelling serum psa concentrations should not be interpreted as absolute evidence for the presence or absence of prostate cancer. The psa value should be used in conjunction with information available from clinical evaluation and other diagnostic procedures such as dre. Based on the investigation, no systemic issue or deficiency of the architect total psa assay, lot number 31297fn01 was identified.